Manufacturer narrative:
The pump was received with a cracked case at the display window corner, broken reservoir tube lip, missing reservoir o-ring, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported that the insulin pump had physical damage. Troubleshooting was done. Customer's blood glucose was unknown. Customer stated there was crack on the left upper corner that extends to the screen and the other crack was on the top rim of reservoir and a piece fell off. She stated that the rubber ring on the reservoir also came off. Customer also mentioned that she had skin irritation. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.